Event description:
While administering vaccine, noted vaccine leakage from vanishpoint syringe/needle system while nurse was still in the process of completing the vaccine administration and the device needle was still correctly placed in the patient's arm. The syringe plunger was then compressed completely and the needle automatically retracted as it should at end of vaccine administration process. No further vaccine remained in syringe.